Event description:
Update rec'd 03/20/2015- litigation papers received. Litigation alleges clicking. There is no new additional information that would affect the investigation. The complaint was updated on: 03/25/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed

Event description:
Update 22 apr 2015: event date, dor, patient height, weight, age and activity level, surgeon, sales rep details and all mw fields.

Event description:
Litigation alleges pain, stiffness, tenderness, and elevated metal ion levels; including chromium levels which nearly doubled between (B)(6) 2014 and cobalt levels which increased from 35 to 72 during the same time frame.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).